Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 150 mg/dl. Insulin pump will be repaired and replaced.

Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. They were unable to perform the displacement test due to the motor error alarm. Pump was received with a minor scratched display window, a cracked display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.